Event description:
It was observed that during the device evaluation, the g400 generator, gyrus exhibited energy output issues. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. During the investigation the unit was inspected and tested. During inspection, the unit failed switch position #9 on hand switch test due to faulty auxiliary (aux) board. The unit failed two performance tests due to the (aux) board and the plasma kinetic radio frequency (pkrf) board being faulty. The root cause of these boards becoming faulty was not known definitively, however they are known to fail after multiple years of use. A definitive root cause was unable to be determined for this complaint. Olympus will continue to monitor the field performance of this device.